Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt, who was implanted since (B)(6) 2001, was re-implanted. Testing in situ carried out on (B)(6) 2010 showed that the device had malfunctioned.